Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/26/2019.

Event description:
It was reported that the unit's "accept" button was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 05sep2019. Date of report: 11sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The remote technician discussed the signal path for the "accept" button with the customer and provided the part information for the power management (pm) printed circuit board assembly (pcba). Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit's "accept" button was unresponsive. There was no patient involvement.